Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500/m365sc43160, model: sc-4316, serial: (B)(6), batch: 7144658/7144885, UDI: (B)(4), UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43160, model: sc-4316, batch: 34018682, UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was coming out of the skin. The patient underwent a spinal cord stimulation (scs) explant procedure. The patient was prescribed antibiotics. The explanted device components were discarded by the facility.